Event description:
The user received a questionable result for creatinine plus version 2 (crep2) on the cobas 6000 c501 analyzer. The event involved one patient sample which gave discrepant results. The original result was 0.04 mg/dl. The user said their laboratory information system "tagged" the sample to be repeated as the original crep2 result deviated from the normal range or expected range for this patient. The sample was repeated on another c501 analyzer, serial number (B)(4), which yielded a result of 1.25 mg/dl. The sample was repeated a second time on the original c501 analyzer which yielded a crep2 result of 1.27 mg/dl. The repeat crep2 result of 1.25 mg/dl was reported outside the laboratory for this patient sample. The patient was not affected as the original result was not reported. The reagent lot number for crep2 was 63092801. The field service representative was unable to find a cause. Performance tests were run which passed.